Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was cracked. The following information was received by the initial reporter with the following verbatim it was reported by the customer that they just had another leak involving the same filter with same lot number, a clean break like the previous one, this time during infusion at patient's chairside.